Manufacturer narrative:
(B)(4). Batch # n55n4j. The analysis found that one ntlc75 device was returned with the anvil shroud damaged and detached and with no cartridge reload on the device. After further inspection, it was noted that both bearings were missing, it was due to the damaged on the shroud. No functional test could be perform. The damaged noted on the anvil shroud may have been due to an excess force applied while trying to close or open the device. Please reference the "instructions for use" for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, prior to use on the patient, they opened the packing and found the non-slip grip surface detached from the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Photographic analysis: the picture provided shows that one ntlc75 device was with the anvil shroud detached and with no cartridge reload on the device. In addition, it was noted that both bearings were missing. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.